Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy on multiple stored arrhythmia episodes. Technical services (ts) reviewed the device data and noted the device delivered one anti-tachycardia pacing (atp) burst and four shocks on what appeared to be an atrial arrhythmia with rapid ventricular response (rvr). The delivered therapy did not convert the rhythm and may have been inappropriate. No adverse patient effects were reported. This ICD remains in service.